Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported that the device had functioned intermittently for a couple of day and the morning of the visit it completely stopped working. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that over the last couple of days the device was functioning intermittently and this morning it completely stopped working. No accident or trauma to the implant site is known.